Event description:
Malfunction of oxygen blender. Infant placed on oxygen, 21% when abg performed, it was noted that the po2 was high. Abg repeated, po2 remained high. Trouble shooting revealed that the o2 blender was responsible for the high po2. O2 blender tested with analyzer, found to have high fio2 reading for setting 21%.